Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all buttons respond to presses appropriately. The up arrow button is flat and does not click or spring back. The keypad was removed and the up arrow button contact was found to be inverted; no other damage was found to the button contacts.

Event description:
The patient's mother reported that the up arrow button felt flat and that it requires increasing force to activate desired pump functions. She reported that there were two bolus doses in the pump history that she did not give due to the issue. The patient reportedly does not clean the pump and there was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.